Event description:
The customer reported that the t:slim x2 pump battery would not charge, despite using the correct tandem charging cable and wall adapter, and attempting other troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advising the customer on the steps to follow upon receiving the replacement, including returning the faulty pump to tandem. The customer understood and acknowledged the instructions provided.